Event description:
Reporter stated. "Glass on bottle (monomer) broke into fluid causing batch to be ruined. Needed to mix new batch." There was no adverse consequence for the pt or user, or delay in surgery or anesthesia time.